Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received from the field representative indicated that the patient was septic and a lead change out was performed due to fibrosis. There were no additional adverse effects reported. All available information indicated that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.